Event description:
Additional information received from reporter on 19-dec-2023, for mw5149306. Developed large hematoma under battery. Then battery did not stay in place and travelled up under my rib cage causing those ribs to sublux whenever I leaned back. Eventually the battery needed to be moved. This started about two months after it was placed and the battery was moved about three months after it was placed.

Event description:
The device ripped out of my neck 4 months after the leads were placed just by coughing. I developed sudden severe neck pain and the leads were then poking out under the skin in my back from the slack in the leads. This occurred sometime also around early april. The scs (spinal cord stimulator) then had to be removed but it also did not go into MRI mode. Abbott proclaim spinal cord stimulator was supposed to be MRI compatible but was not. Reference reports: mw5149304, mw5149305.